Event description:
A surgical technician reported an intraocular lens (iol) was exchanged due to mechanical failure in three pts. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There has been one other similar complaint reported in the lot number. Add'l info was requested on (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionaire has not been received. (B)(4).